Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the battery was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, the controller, contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the controller log files revealed a critical battery alarm due to a communication error involving the battery logged on (B)(6) 2021 at 15:31:36. As a result, the reported event was confirmed. There is no evidence the battery received lubrication servicing. The most likely root cause of the reported event can be attributed to communication errors between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a critical battery alarm when the battery capacity was at 83%. The battery remains in use. No patient complications have been reported as a result of this event.